Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pain¿ and ¿highly pronounced capsular fibrosis," baker grade unknown.

Event description:
Patient reported via regulatory agency "pain," "highly pronounced capsular fibrosis," baker grade unknown and "implant was completely muddy/liquid and melted in the hands of the surgeon." Device has been explanted. Affected side unknown.